Manufacturer narrative:
The device received for evaluation was incomplete in that we received the cassette along with tubing. Visual inspection of the returned device showed that the tubing was cut off and separated from the tx handpiece and we have not received the tx handpiece. Without the tx handpiece, we were unable to evaluate the device for the reported failure mode (broken needle). If we were to receive the handpiece, we will complete the evaluation and submit a follow up report.

Manufacturer narrative:
The actual device involved in this incident has not been returned for evaluation and testing. We will submit a follow up report including the summary of evaluation if we were to receive the actual device.

Event description:
Per the reported information, while the doctor was performing a procedure of a tenotomy on a plantar fascia with a tenex handpiece (tx microtip), the needle broke off and dislodged from the handpiece. The broken potion of the needle fell on a sterile field and was not left in the body. Another tenex handpiece (tx microtip) was used to complete the procedure. There have been no reported patient injury or adverse event resulting from this incident.